Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via analysis of the log file downloaded from the returned system controller (serial number: (B)(6)); however, the alarms were not reproduced during testing of the returned controller. The downloaded log file contained approximately 2 days of data ((B)(6) 2021 per the timestamp). The log file captured intermittent low voltage advisory and low voltage hazard alarms that were not associated with routine battery depletion from (B)(6) 2021 at 17:35:40 to (B)(6) 2021 at 19:21:49 due to the rsoc and bus voltage fluctuating below the low voltage threshold. The atypical alarms occurred while connected to 14v batteries and occurred on the white power lead. The voltage levels while connected to the power module were observed to be lower than the expected voltage of approximately 14.4v throughout the log file; however, the voltage levels did not drop low enough to activate an alarm. The driveline was disconnected on (B)(6) 2021 at approximately 10:52:09 to exchange the system controller. No other notable alarms were observed in the log file. The alarms and decreased voltage levels did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller was connected to a mock circulatory loop and tested with a test power module and test 14v batteries. During testing, the supply voltage while connected to the test power module was observed to be lower than the expected voltage of approximately 14.4v; this is indicative of the early stages of conductor breakdown. The voltage level did not drop low enough to activate a low voltage alarm, including when the power cables were manipulated by hand. No atypical alarms were produced when connected to 14v batteries, including when the power cables were manipulated by hand. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Further evaluation of the power cables revealed slightly elevated resistances on the underlying wires, which is consistent with conductor breakdown; however, this did not affect the functionality of the controller during testing. The resistance on both power cables were observed to fluctuate when the cables were manipulated by hand. The elevated and fluctuating resistances across the wires could have resulted in the decreased voltage levels and contributed to the reported low voltage alarms. The outer jacket and protective layers were removed from both power cables for further inspection, and a green contaminate consistent with fluid ingress was observed on the underlying layers, including the wires. No other physical anomalies were observed. The reported event was determined to be caused by breakdown of the underlying conductors in both system controller power cables. The root cause of the conductor breakdown could not be conclusively determined through this analysis; however, the observed fluid ingress could have contributed to the degradation of the conductors. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2018. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was taken from most recent provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was exchanged due to a second low voltage alarm this month. The backup battery was previously changed recently and his external batteries were fully charged.